Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the device became entrapped on the guidewire. A 2.1mm jetstream® xc atherectomy catheter and thruway guidewire were selected for an atherectomy procedure in the superficial femoral artery. During the procedure inside the patient, one pass was made with blades down. Upon attempt to perform a second pass with blades down, the catheter pinched down on the wire and would not advance. The rotaglide was in the flush bag. The catheter and guidewire were removed as one unit and access was lost across the lesion. The procedure was completed utilizing an unspecified balloon. There were no patient complications and the patient was fine.